Event description:
Heart rate would not pick up on the lifepak 20 during a code. Was able to use cardiac monitor to monitor heart rate during code. Device tagged and removed. On-call biomed notified, came in and removed device and gave us a lifepak to use until our is repaired.